Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FROM AUSTRALIA, A TOTAL OF SIX THOUSAND NINE HUNDRED AND THIRTY-FIVE (6935) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 15-JAN-2007 AND 23-JAN-2025, USING AN R3 BIOLOX DELTA CERAMIC LINER. FROM THESE, THREE HUNDRED THIRTY-TWO (332) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-ONE (61) HIPS DUE TO FRACTURE, SIXTY-ONE (61) HIPS DUE TO LOOSENING, SIXTY-ONE (61) HIPS DUE TO INFECTION, FIFTY-SIX (56) HIPS DUE TO PROSTHESIS DISLOCATION, THREE (3) HIPS DUE TO LYSIS, FOURTEEN (14) HIPS DUE TO PAIN, TEN (10) HIPS DUE TO INSTABILITY, NINE (9) HIPS DUE TO LEG LENGTH DISCREPANCY, THIRTEEN (13) HIPS DUE TO MALPOSITION, SIX (6) HIPS DUE TO BREAKAGE OF THE FEMORAL STEM, EIGHT (8) HIPS DUE TO METAL RELATED PATHOLOGY, THREE (3) HIPS DUE TO BREAKAGE OF THE ACETABULAR INSERT, THREE (3) HIPS DUE TO WEAR OF ACETABULAR INSERT, ONE (1) HIP DUE TO BREAKAGE OF THE ACETABULAR SHELL, TWO (2) HIPS DUE TO INCORRECT SIZING, TEN (10) HIPS DUE TO WEAR OF THE HEAD, ONE (1) HIP DUE TO TUMOUR FORMATION AND TEN (10) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 15-JAN-2007 AND 23-JAN-2025 IN AUSTRALIA. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE R3 ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF SIX THOUSAND NINE HUNDRED AND THIRTY-FIVE (6935) PRIMARY THA PROCEDURES WITH R3 BIOLOX DELTA CERAMIC LINERS HAVE BEEN PERFORMED IN AUSTRALIA BETWEEN 15-JAN-2007 AND 23-JAN-2025. THE MEAN CUMULATIVE KAPLAN-MEIER REVISION RATES FOR THE R3 BIOLOX DELTA CERAMIC LINER WERE EITHER IN LINE WITH OR LOWER THAN THE CLASS DEVICE, WHEN CONSIDERING THE CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: ¿ AT 1ST POSTOPERATIVE YEAR: 1.9% (1.6%-2.3%) VS 1.7% (1.7%-1.8%) OF THE CLASS. ¿ AT 2ND POSTOPERATIVE YEAR: 2.4% (2.0%-2.8%) VS 2.2% (2.2%-2.2%) OF THE CLASS. ¿ AT 3RD POSTOPERATIVE YEAR: 2.8% (2.4%-3.2%) VS 2.6% (2.5%-2.6%) OF THE CLASS. ¿ AT 4TH POSTOPERATIVE YEAR: 3.0% (2.7%-3.5%) VS 2.8% (2.8%-2.9%) OF THE CLASS. ¿ AT 5TH POSTOPERATIVE YEAR: 3.3% (2.9%-3.7%) VS 3.2% (3.1%-3.2%) OF THE CLASS. ¿ AT 6TH POSTOPERATIVE YEAR: 3.4% (3.0%-3.9%) VS 3.5% (3.4%-3.5%) OF THE CLASS. ¿ AT 7TH POSTOPERATIVE YEAR: 3.7% (3.3%-4.2%) VS 3.8% (3.7%-3.8%) OF THE CLASS. ¿ AT 8TH POSTOPERATIVE YEAR: 4.1% (3.6%-4.6%) VS 4.1% (4.0%-4.1%) OF THE CLASS. ¿ AT 9TH POSTOPERATIVE YEAR: 4.3% (3.8%-4.8%) VS 4.4% (4.4%-4.5%) OF THE CLASS. ¿ AT 10TH POSTOPERATIVE YEAR: 4.5% (4.0%-5.0%) VS 4.8% (4.7%-4.8%) OF THE CLASS. ¿ AT 11TH POSTOPERATIVE YEAR: 4.8% (4.3%-5.4%) VS 5.2% (5.1%-5.2%) OF THE CLASS. ¿ AT 12TH POSTOPERATIVE YEAR: 5.1% (4.5%-5.6%) VS 5.6% (5.5%-5.7%) OF THE CLASS. ¿ AT 13TH POSTOPERATIVE YEAR: 5.3% (4.8%-6.0%) VS 6.0% (5.9%-6.1%) OF THE CLASS. ¿ AT 14TH POSTOPERATIVE YEAR: 5.5% (4.9%-6.2%) VS 6.5% (6.4%-6.6%) OF THE CLASS. ¿ AT 15TH POSTOPERATIVE YEAR: 5.8% (5.1%-6.5%) VS 6.9% (6.8%-7.0%) OF THE CLASS. ¿ AT 16TH POSTOPERATIVE YEAR: 6.0% (5.3%-6.7%) VS 7.4% (7.3%-7.6%) OF THE CLASS. ¿ AT 17TH POSTOPERATIVE YEAR: 6.0% (5.3%-6.7%) VS 7.9% (7.8%-8.0%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FROM AUSTRALIA, A TOTAL OF SIX THOUSAND NINE HUNDRED AND THIRTY-FIVE (6935) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 15-JAN-2007 AND 23-JAN-2025, USING AN R3 BIOLOX DELTA CERAMIC LINER. FROM THESE, THREE HUNDRED THIRTY-TWO (332) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-ONE (61) HIPS DUE TO FRACTURE, SIXTY-ONE (61) HIPS DUE TO LOOSENING, SIXTY-ONE (61) HIPS DUE TO INFECTION, FIFTY-SIX (56) HIPS DUE TO PROSTHESIS DISLOCATION, THREE (3) HIPS DUE TO LYSIS, FOURTEEN (14) HIPS DUE TO PAIN, TEN (10) HIPS DUE TO INSTABILITY, NINE (9) HIPS DUE TO LEG LENGTH DISCREPANCY, THIRTEEN (13) HIPS DUE TO MALPOSITION, SIX (6) HIPS DUE TO BREAKAGE OF THE FEMORAL STEM, EIGHT (8) HIPS DUE TO METAL RELATED PATHOLOGY, THREE (3) HIPS DUE TO BREAKAGE OF THE ACETABULAR INSERT, THREE (3) HIPS DUE TO WEAR OF ACETABULAR INSERT, ONE (1) HIP DUE TO BREAKAGE OF THE ACETABULAR SHELL, TWO (2) HIPS DUE TO INCORRECT SIZING, TEN (10) HIPS DUE TO WEAR OF THE HEAD, ONE (1) HIP DUE TO TUMOUR FORMATION AND TEN (10) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 15-JAN-2007 AND 23-JAN-2025 IN AUSTRALIA.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00268998-1-L1,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L2,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L3,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L4,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L5,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L6,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L7,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L8,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L9,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L10,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L11,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L12,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L13,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L14,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L15,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L16,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L17,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L18,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L19,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L20,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L21,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L22,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L23,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L24,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L25,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L26,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L27,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,00885556922149,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L28,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L29,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L30,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L31,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L32,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L33,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L34,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L35,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L36,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L37,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L38,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L39,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L40,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L41,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L42,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L43,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L44,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L45,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L46,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L47,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L48,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L49,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L50,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L51,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L52,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L53,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L54,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L55,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L56,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L57,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L58,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L59,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L60,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L61,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L62,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L63,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L64,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L65,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L66,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L67,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L68,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L69,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L70,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L71,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L72,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L73,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L74,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L75,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L76,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L77,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L78,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L79,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L80,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L81,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L82,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L83,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L84,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L85,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L86,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L87,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L88,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L89,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L90,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L91,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L92,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L93,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L94,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L95,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L96,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L97,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L98,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L99,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L100,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L101,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L102,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L103,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L104,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L105,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L106,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L107,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L108,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L109,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L110,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L111,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L112,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L113,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L114,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L115,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L116,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L117,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L118,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L119,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L120,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L121,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L122,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L123,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L124,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L125,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L126,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L127,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L128,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L129,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L130,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L131,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L132,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L133,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L134,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L135,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L136,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L137,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L138,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L139,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L140,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L141,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L142,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L143,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L144,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L145,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L146,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L147,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L148,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L149,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L150,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L151,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L152,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L153,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L154,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L155,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L156,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L157,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L158,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L159,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L160,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L161,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L162,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L163,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L164,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L165,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L166,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L167,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L168,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L169,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L170,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L171,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L172,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L173,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L174,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L175,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L176,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L177,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L178,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L179,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L180,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L181,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L182,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L183,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L184,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L185,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L186,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L187,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L188,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L189,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L190,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L191,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L192,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L193,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L194,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L195,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L196,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L197,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L198,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L199,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L200,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L201,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L202,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L203,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L204,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L205,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L206,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L207,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L208,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L209,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L210,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L211,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L212,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L213,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L214,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L215,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L216,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L217,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L218,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L219,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L220,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L221,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L222,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L223,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L224,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L225,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L226,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L227,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L228,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L229,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L230,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L231,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L232,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L233,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L234,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L235,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L236,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L237,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L238,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L239,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L240,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L241,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L242,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L243,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L244,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L245,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L246,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L247,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L248,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L249,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L250,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L251,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L252,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L253,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L254,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L255,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L256,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L257,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L258,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L259,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L260,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L261,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L262,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L263,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L264,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L265,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L266,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L267,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L268,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L269,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L270,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L271,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 56MM,71331756,,71331756,,03596010597489,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L272,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L273,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L274,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L275,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L276,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L277,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L278,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L279,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L280,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L281,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L282,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L283,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L284,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L285,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L286,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L287,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L288,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L289,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L290,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L291,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L292,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L293,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L294,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L295,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L296,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L297,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L298,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L299,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L300,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L301,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L302,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L303,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L304,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L305,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L306,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L307,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L308,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L309,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,00885556922132,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L310,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L311,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L312,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L313,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L314,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L315,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L316,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L317,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L318,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L319,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L320,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L321,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L322,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 60MM,71331760,,71331760,,00885556922125,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L323,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 62MM,71331762,,71331762,,00885556922163,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L324,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 62MM,71331762,,71331762,,00885556922163,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L325,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 62MM,71331762,,71331762,,00885556922163,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L326,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 62MM,71331762,,71331762,,00885556922163,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L327,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 62MM,71331762,,71331762,,00885556922163,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L328,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 62MM,71331762,,71331762,,00885556922163,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L329,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID INTL DLT CER LNR 62MM,71331762,,71331762,,00885556922163,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L330,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID DLT CER LNR MM64,71331764,,71331764,,00885556922118,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L331,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID DLT CER LNR MM64,71331764,,71331764,,00885556922118,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00268998-1-L332,,6/4/2025,4/10/2025,R3 Biolox Delta Ceramic Liner,R3 36MM ID DLT CER LNR MM64,71331764,,71331764,,00885556922118,,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of six thousand nine hundred and thirty-five (6935) hips underwent primary THA procedures between 15-Jan-2007 and 23-Jan-2025, using an R3 Biolox Delta Ceramic liner. From these, three hundred thirty-two (332) hips were later revised due to the following complications: sixty-one (61) hips due to fracture, sixty-one (61) hips due to loosening, sixty-one (61) hips due to infection, fifty-six (56) hips due to prosthesis dislocation, three (3) hips due to lysis, fourteen (14) hips due to pain, ten (10) hips due to instability, nine (9) hips due to leg length discrepancy, thirteen (13) hips due to malposition, six (6) hips due to breakage of the femoral stem, eight (8) hips due to metal related pathology, three (3) hips due to breakage of the acetabular insert, three (3) hips due to wear of acetabular insert, one (1) hip due to breakage of the acetabular shell, two (2) hips due to incorrect sizing, ten (10) hips due to wear of the head, one (1) hip due to tumour formation and ten (10) hips due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 15-Jan-2007 and 23-Jan-2025 in Australia. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and thirty-five (6935) primary THA procedures with R3 Biolox Delta Ceramic liners have been performed in Australia between 15-Jan-2007 and 23-Jan-2025. The mean cumulative Kaplan-Meier revision rates for the R3 Biolox Delta Ceramic liner were either in line with or lower than the class device, when considering the confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;¿ At 1st postoperative year: 1.9% (1.6%-2.3%) vs 1.7% (1.7%-1.8%) of the class.;¿ At 2nd postoperative year: 2.4% (2.0%-2.8%) vs 2.2% (2.2%-2.2%) of the class.;¿ At 3rd postoperative year: 2.8% (2.4%-3.2%) vs 2.6% (2.5%-2.6%) of the class.;¿ At 4th postoperative year: 3.0% (2.7%-3.5%) vs 2.8% (2.8%-2.9%) of the class.;¿ At 5th postoperative year: 3.3% (2.9%-3.7%) vs 3.2% (3.1%-3.2%) of the class.;¿ At 6th postoperative year: 3.4% (3.0%-3.9%) vs 3.5% (3.4%-3.5%) of the class.;¿ At 7th postoperative year: 3.7% (3.3%-4.2%) vs 3.8% (3.7%-3.8%) of the class.;¿ At 8th postoperative year: 4.1% (3.6%-4.6%) vs 4.1% (4.0%-4.1%) of the class.;¿ At 9th postoperative year: 4.3% (3.8%-4.8%) vs 4.4% (4.4%-4.5%) of the class.;¿ At 10th postoperative year: 4.5% (4.0%-5.0%) vs 4.8% (4.7%-4.8%) of the class.;¿ At 11th postoperative year: 4.8% (4.3%-5.4%) vs 5.2% (5.1%-5.2%) of the class.;¿ At 12th postoperative year: 5.1% (4.5%-5.6%) vs 5.6% (5.5%-5.7%) of the class.;¿ At 13th postoperative year: 5.3% (4.8%-6.0%) vs 6.0% (5.9%-6.1%) of the class.;¿ At 14th postoperative year: 5.5% (4.9%-6.2%) vs 6.5% (6.4%-6.6%) of the class.;¿ At 15th postoperative year: 5.8% (5.1%-6.5%) vs 6.9% (6.8%-7.0%) of the class.;¿ At 16th postoperative year: 6.0% (5.3%-6.7%) vs 7.4% (7.3%-7.6%) of the class.;¿ At 17th postoperative year: 6.0% (5.3%-6.7%) vs 7.9% (7.8%-8.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L1,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351 ,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L2,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351 ,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L3,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L4,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L5,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L6,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L7,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L8,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L9,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L10,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L11,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L12,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L13,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L14,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L15,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L16,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L17,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L18,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L19,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L20,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L21,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L22,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L23,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L24,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L25,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L26,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L27,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L28,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L29,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L30,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L31,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L32,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L33,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L34,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L35,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L36,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L37,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L38,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L39,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L40,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L41,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L42,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L43,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L44,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L45,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L46,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L47,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L48,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L49,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L50,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L51,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L52,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L53,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L54,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L55,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L56,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L57,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L58,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L59,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L60,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L61,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L62,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L63,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L64,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L65,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L66,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L67,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L68,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L69,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L70,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L71,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L72,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L73,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L74,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L75,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L76,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L77,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L78,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L79,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L80,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L81,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L82,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L83,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L84,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L85,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L86,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L87,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L88,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L89,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L90,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L91,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L92,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L93,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L94,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L95,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L96,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L97,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L98,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L99,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L100,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L101,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L102,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L103,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L104,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L105,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L106,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L107,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L108,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L109,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L110,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L111,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L112,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L113,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L114,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L115,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L116,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L117,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L118,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L119,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L120,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L121,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L122,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L123,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L124,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L125,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L126,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L127,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L128,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L129,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L130,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L131,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L132,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L133,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L134,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L135,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L136,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L137,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L138,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L139,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L140,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L141,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L142,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L143,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L144,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L145,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L146,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L147,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L148,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L149,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L150,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L151,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L152,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L153,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L154,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L155,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L156,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L157,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L158,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L159,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L160,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L161,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L162,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L163,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L164,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L165,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L166,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L167,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L168,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L169,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L170,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L171,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L172,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L173,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L174,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L175,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L176,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L177,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L178,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L179,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L180,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L181,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L182,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L183,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L184,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L185,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L186,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L187,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L188,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L189,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L190,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L191,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L192,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L193,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L194,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L195,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L196,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L197,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L198,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L199,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L200,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L201,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L202,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L203,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L204,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L205,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L206,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L207,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L208,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L209,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L210,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L211,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L212,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L213,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L214,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L215,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L216,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L217,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L218,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L219,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L220,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L221,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L222,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L223,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L224,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L225,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L226,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L227,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L228,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L229,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L230,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L231,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L232,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L233,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L234,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L235,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L236,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L237,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L238,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L239,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L240,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L241,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L242,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L243,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L244,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L245,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L246,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L247,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L248,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L249,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L250,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L251,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L252,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L253,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L254,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L255,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L256,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L257,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L258,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L259,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L260,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L261,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L262,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L263,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L264,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L265,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L266,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L267,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L268,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L269,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L270,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L271,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L272,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L273,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L274,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L275,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L276,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L277,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L278,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L279,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L280,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L281,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L282,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L283,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L284,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L285,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L286,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L287,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L288,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L289,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L290,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L291,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L292,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L293,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L294,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L295,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L296,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L297,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L298,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L299,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L300,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L301,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L302,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L303,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L304,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L305,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L306,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L307,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L308,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L309,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L310,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L311,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L312,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L313,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L314,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L315,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L316,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L317,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L318,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L319,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L320,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L321,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L322,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L323,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L324,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L325,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L326,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L327,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L328,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L329,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L330,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 3,71312103,,71312103,,03596010195531,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L331,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L332,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L333,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L334,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L335,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L336,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L337,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L338,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L339,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L340,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L341,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L342,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L343,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L344,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L345,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L346,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L347,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L348,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L349,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L350,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L351,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L352,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L353,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L354,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L355,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L356,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L357,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 4,71312104,,71312104,,03596010195548,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L358,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 5,71312105,,71312105,,03596010195555,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L359,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 5,71312105,,71312105,,03596010195555,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00279056-1-L360,,10/17/2025,5/15/2025,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 5,71312105,,71312105,,03596010195555,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, one hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (01-Apr-2025 to 30-Jun-2025) ;;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand, six-hundred and eighty-two (5682) hips underwent primary conventional THRs upon which a SPECTRON EF Standard Offset Femoral Stem was placed between 14-Sep-1999 and 19-Dec-2024. From these, three-hundred and sixty (360) patients required a revision surgery. Fifteen (15) hips were revised due to fracture, one hundred sixty-three (163) hips due to loosening, sixty-two (62) due to infection, seventy-four (74) hips due to prosthesis dislocation, twenty-eight (28) hips due to lysis, one (1) due to pain, two (2) hips due to instability, one (1) due to leg length discrepancy, one (1) hip due to malposition, eleven (11) hips due to acetabular insert wear, one (1) due to heterotopic bone and one (1) hip due to other unspecified reasons. Based on the stratification used by the AOANJRR, these reasons for revision cannot be definitively linked to the individual femoral stems referenced in the .csv file and reported as involved in revision surgeries. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 19-Dec-2024 in Australia ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand, six-hundred and eighty-two (5,682) THRs with a SPECTRON Standard Offset EF Femoral Stem have been performed in Australia between 14-Sep-1999 and 19-Dec-2024. The mean cumulative revision rates for the SPECTRON Standard Offset EF Femoral Stem were similar to the class during the first eleven (11) years. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;- At 1st post-operative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class. ;- At 2nd post-operative year: 1.7% (1.4%-2.0%) vs 2.2% (2.2%-2.2%) of the class. ;- At 3rd post-operative year: 1.9% (1.6%-2.3%) vs 2.6% (2.5%-2.6%) of the class. ;- At 4th post-operative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class. ;- At 5th post-operative year: 2.7% (2.3%-3.2%) vs 3.2% (3.1%-3.2%) of the class. ;- At 6th post-operative year: 3.1% (2.6%-3.6%) vs 3.5% (3.4%-3.5%) of the class. ;- At 7th post-operative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class. ;- At 8th post-operative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class. ;- At 9th post-operative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class. ;- At 10th post-operative year: 5.3% (4.6%-6.0%) vs 4.8% (4.7%-4.8%) of the class. ;- At 11th post-operative year: 5.7% (5.0%-6.4%) vs 5.2% (5.1%-5.2%) of the class. ;- At 12th post-operative year: 6.5% (5.8%-7.3%) vs 5.6% (5.5%-5.7%) of the class. ;;The incidence of revision due to loosening (2.9% vs 0.9% of the class), infection (1.1% vs 0.9% of the class), prosthesis dislocation (1.3% vs 0.9% of the class) and lysis (0.5% vs 0.1% of the class) were higher in the SPECTRON EF Standard Offset compared to the class, however no statistical analysis can be performed to assess if this difference is statistically significant. Other reasons for revision were lower or in line with the class. Infection may occur due to the surgical environment or patients who are at high-risk and is not an inherent complication of the device. The SPECTRON EF Hip system has been utilized with a variety of acetabular systems, including older systems coupled with CPE liners. The most commonly used acetabular cup combination is the REFLECTION Shell (Smith+Nephew) which included CPE liners ¿ known for higher wear and revision rates compared to the currently standard XLPE liners. It should be noted that CPE liners are no longer marketed and are therefore not an available combination for usage with the SPECTRON Hip System. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 BIOLOX DELTA CERAMIC LINER COMPONENTS: IMPLANTED IN SIX THOUSAND NINE HUNDRED AND THIRTY-FIVE (6,935) HIPS BETWEEN 15-JAN-2007 AND 23-JAN-2025. FROM THESE, THREE HUNDRED THIRTY-TWO (332) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-ONE (61) HIPS DUE TO FRACTURE, SIXTY-ONE (61) HIPS DUE TO LOOSENING, SIXTY-ONE (61) HIPS DUE TO INFECTION, FIFTY-SIX (56) HIPS DUE TO PROSTHESIS DISLOCATION, THREE (3) HIPS DUE TO LYSIS, FOURTEEN (14) HIPS DUE TO PAIN, TEN (10) HIPS DUE TO INSTABILITY, NINE (9) HIPS DUE TO LEG LENGTH DISCREPANCY, THIRTEEN (13) HIPS DUE TO MALPOSITION, SIX (6) HIPS DUE TO BREAKAGE OF THE FEMORAL STEM, EIGHT (8) HIPS DUE TO METAL RELATED PATHOLOGY, THREE (3) HIPS DUE TO BREAKAGE OF THE ACETABULAR INSERT, THREE (3) HIPS DUE TO WEAR OF ACETABULAR INSERT, ONE (1) HIP DUE TO BREAKAGE OF THE ACETABULAR SHELL, TWO (2) HIPS DUE TO INCORRECT SIZING, TEN (10) HIPS DUE TO WEAR OF THE HEAD, ONE (1) HIP DUE TO TUMOUR FORMATION AND TEN (10) HIPS DUE TO OTHER-UNKNOWN REASONS. BASED ON THE STRATIFICATION USED BY THE AOANJRR, THESE REASONS FOR REVISION CANNOT BE DEFINITIVELY LINKED TO THE INDIVIDUAL CERAMIC LINERS REFERENCED IN THE .CSV FILE AND REPORTED AS INVOLVED IN REVISION SURGERIES. -SPECTRON EF STANDARD OFFSET FEMORAL STEM COMPONENTS: IMPLANTED IN FIVE THOUSAND, SIX-HUNDRED AND EIGHTY-TWO (5,682) HIPS BETWEEN 14-SEP-1999 AND 19-DEC-2024. FROM THESE, THREE-HUNDRED AND SIXTY (360) PATIENTS REQUIRED A REVISION SURGERY. FIFTEEN (15) HIPS WERE REVISED DUE TO FRACTURE, ONE HUNDRED SIXTY-THREE (163) HIPS DUE TO LOOSENING, SIXTY-TWO (62) DUE TO INFECTION, SEVENTY-FOUR (74) HIPS DUE TO PROSTHESIS DISLOCATION, TWENTY-EIGHT (28) HIPS DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) HIPS DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) HIP DUE TO MALPOSITION, ELEVEN (11) HIPS DUE TO ACETABULAR INSERT WEAR, ONE (1) DUE TO HETEROTOPIC BONE AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASONS. BASED ON THE STRATIFICATION USED BY THE AOANJRR, THESE REASONS FOR REVISION CANNOT BE DEFINITIVELY LINKED TO THE INDIVIDUAL FEMORAL STEMS REFERENCED IN THE .CSV FILE AND REPORTED AS INVOLVED IN REVISION SURGERIES. ALTOGETHER, A TOTAL QUANTITY OF SIX HUNDRED AND NINETY-TWO (692) REVISIONS HAVE BEEN REPORTED IN THE AOANJRR FOR THE R3 BIOLOX DELTA CERAMIC LINER COMPONENTS, AND SPECTRON EF STANDARD OFFSET FEMORAL STEM COMPONENTS SUMMARIZED THROUGH THIS 3500A FORM.

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 61 YEARS TO 67), B5 (EVENT NARRATIVE), D1 (¿R3 BIOLOX DELTA CERAMIC LINER¿ REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 692), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00999 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: MRA. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON 04-JUN-2025: (B)(4) (L1-L360). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON 04-JUN-2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 BIOLOX DELTA CERAMIC LINER COMPONENTS: IMPLANTED IN SIX THOUSAND NINE HUNDRED AND THIRTY-FIVE (6,935) HIPS BETWEEN 15-JAN-2007 AND 23-JAN-2025. FROM THESE, THREE HUNDRED THIRTY-TWO (332) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-ONE (61) HIPS DUE TO FRACTURE, SIXTY-ONE (61) HIPS DUE TO LOOSENING, SIXTY-ONE (61) HIPS DUE TO INFECTION, FIFTY-SIX (56) HIPS DUE TO PROSTHESIS DISLOCATION, THREE (3) HIPS DUE TO LYSIS, FOURTEEN (14) HIPS DUE TO PAIN, TEN (10) HIPS DUE TO INSTABILITY, NINE (9) HIPS DUE TO LEG LENGTH DISCREPANCY, THIRTEEN (13) HIPS DUE TO MALPOSITION, SIX (6) HIPS DUE TO BREAKAGE OF THE FEMORAL STEM, EIGHT (8) HIPS DUE TO METAL RELATED PATHOLOGY, THREE (3) HIPS DUE TO BREAKAGE OF THE ACETABULAR INSERT, THREE (3) HIPS DUE TO WEAR OF ACETABULAR INSERT, ONE (1) HIP DUE TO BREAKAGE OF THE ACETABULAR SHELL, TWO (2) HIPS DUE TO INCORRECT SIZING, TEN (10) HIPS DUE TO WEAR OF THE HEAD, ONE (1) HIP DUE TO TUMOUR FORMATION AND TEN (10) HIPS DUE TO OTHER-UNKNOWN REASONS. BASED ON THE STRATIFICATION USED BY THE AOANJRR, THESE REASONS FOR REVISION CANNOT BE DEFINITIVELY LINKED TO THE INDIVIDUAL CERAMIC LINERS REFERENCED IN THE .CSV FILE AND REPORTED AS INVOLVED IN REVISION SURGERIES. -SPECTRON EF STANDARD OFFSET FEMORAL STEM COMPONENTS: IMPLANTED IN FIVE THOUSAND, SIX-HUNDRED AND EIGHTY-TWO (5,682) HIPS BETWEEN 14-SEP-1999 AND 19-DEC-2024. FROM THESE, THREE-HUNDRED AND SIXTY (360) PATIENTS REQUIRED A REVISION SURGERY. FIFTEEN (15) HIPS WERE REVISED DUE TO FRACTURE, ONE HUNDRED SIXTY-THREE (163) HIPS DUE TO LOOSENING, SIXTY-TWO (62) DUE TO INFECTION, SEVENTY-FOUR (74) HIPS DUE TO PROSTHESIS DISLOCATION, TWENTY-EIGHT (28) HIPS DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) HIPS DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) HIP DUE TO MALPOSITION, ELEVEN (11) HIPS DUE TO ACETABULAR INSERT WEAR, ONE (1) DUE TO HETEROTOPIC BONE AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASONS. BASED ON THE STRATIFICATION USED BY THE AOANJRR, THESE REASONS FOR REVISION CANNOT BE DEFINITIVELY LINKED TO THE INDIVIDUAL FEMORAL STEMS REFERENCED IN THE .CSV FILE AND REPORTED AS INVOLVED IN REVISION SURGERIES. ALTOGETHER, A TOTAL QUANTITY OF SIX HUNDRED AND NINETY-TWO (692) REVISIONS HAVE BEEN REPORTED IN THE AOANJRR FOR THE R3 BIOLOX DELTA CERAMIC LINER COMPONENTS, AND SPECTRON EF STANDARD OFFSET FEMORAL STEM COMPONENTS SUMMARIZED THROUGH THIS 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE R3 ACETABULAR SYSTEM AND SPECTRON EF HIP SYSTEM SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. MANUFACTURERS JOINT REGISTRY REPORTS FOR THE SPECTRON EF STANDARD OFFSET FEMORAL STEMS AND R3 BIOLOX DELTA CERAMIC LINERS PROVIDED DATA USAGE IN PRIMARY THA. ACROSS ALL AVAILABLE FOLLOW UP YEARS OF FOLLOW UP, THE MEAN KAPLAN-MEIER REVISION RATES FOR THE R3 BIOLOX DELTA INSERTS WERE EITHER IN LINE WITH OR LOWER THAN THE CLASS AOANJRR DEVICE, WHEN CONSIDERING THE CONFIDENCE INTERVALS. FOR THE SPECTRON EF STANDARD OFFSET FEMORAL STEMS, THE CUMULATIVE REVISION RATES WERE LOWER OR IN LINE WITH THE CLASS AT 1-10 YEARS, AS SHOWN BY NON-OVERLAPPING CONFIDENCE INTERVALS. SPECIFIC ANALYSIS IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
H11: THIS 3500A FORM IS BEING SUBMITTED AS A CORRECTION TO FOLLOW-UP REPORT 1020279-2025-00999, PREVIOUSLY SUBMITTED ON 17-OCT-2025. SPECIFICALLY, THE 'UDI NUMBER' FIELDS HAVE BEEN UPDATED FOR THE LINE ITEMS LABELED AS 'VERSION 1' IN COLUMN AE ('LATEST LINE ITEM VERSION'). THESE UPDATES APPLY TO THE FOLLOWING COMPLAINTS AND REPLACE THE VALUES PREVIOUSLY PROVIDED: CASE-(B)(4). CASE-(B)(4). NO OTHER CORRECTIONS OR ADDITIONAL INFORMATION HAVE BEEN INCORPORATED TO THE .CSV FILE PREVIOUSLY SUBMITTED THROUGH FOLLOW-UP REPORT 1020279-2025-00999.